Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition test. Upon evaluation, there was an open wire in the cable connecting the distribution node (dn) and front te between the dn and ECG electrode b. The cause of the broken wires is excessive force placed on the electrode cable. No adverse event resulted from the broken wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.